Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral arterial disease. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified artery. After crossing the lesion with a 0.014 300cm thruway guidewire, a 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported. It was further reported that the target lesion was located in the mid superficial femoral artery.

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral arterial disease. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified artery. After crossing the lesion with a 0.014 300cm thruway guidewire, a 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported.